Event description:
It was reported that far field r-wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the device. Provocative testing was performed and no anomalies were noted. The device was reprogrammed. Abbott technical support was contacted and additional reprogramming of the device was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the far field r-wave oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).